Event description:
Chairs were not bolted down at installation. One of the school personnel came in the morning and pushed the entry/exit button on the touch pad, as the chairs are put all the way up in the evenings for the cleaning screw. When the chair started coming down, the delivery arm came in contact with the assistant stool and the chair started to tip over. The school personnel was standing on the doctor's side, suddenly the stool shot out of from under the arm and the chair came down on her foot. She went to the emergency room and has ligament damage in her foot and ankle.

Manufacturer narrative:
Not originally reported because it was understood that the chair was installed by a dealer. On (B)(4) 2013, it was discovered that 2 a-dec employees were present to assist in the installation. (B)(4).